Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep on (B)(6) 2011. "Extended high p peak alarm and stopped ventilating while on a pt no injury." The following description of the event and the condition of the pt was copied from the user facility medwatch report received from the user facility on (B)(4) 2011. "Ventilator stopped delivering breaths to pt; it's "exh. High peak" alarm was cycling. A rn had to manually vent pt with an ambu bag to prevent pt harm. No pt harm occurred because of rn intervention."

Manufacturer narrative:
(B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep and carefusion failure analysis lab rep. The carefusion field service rep evaluated the device, verified the complaint and determined that the root cause of the reported event was a faulty gas delivery engine (gde) and as a precaution the emp (enhanced pt monitor) assembly was replaced before running the device through a complete checkout to ensure it meets all factory specs. Upon completion, the device was returned to the customer's control ready to be placed back into service. The carefusion failure analysis lab rep evaluated the alleged faulty gas deliver engine (gde), verified the complaint and determined that the root cause of the reported event was a faulty expiratory pressure xdcr on the tca pcba p/n (B)(4). The allegation of a false extended high peak pressure alarm is a known issue related to the tca pcba p/n (B)(4) in the gas delivery engine. Carefusion has initiated a voluntary field correction to address this issue.